Event description:
Reported via FDA maude event report, volun 2009: I had avascular necrosis that required total hip replacement on both hips. My first surgery was on the left hip in 2006. I had a stryker trident hip prosthesis put in. I now have pain in my left hip all of the time. The prosthesis also makes a squeaking noise whenever I bent at the hip. In cold weather, there is a squeak with every step. It is very embarrassing, people stare and make comments. The pain is the worse part, it never lets up and it is worse whenever I am walking. I can neither stand or sit for extended periods of time. I cannot attend event without having to get up and move around. I am now on total disability because of my hip. I am a computer consultant that requires sitting for long period of time and I cannot do that. In my job I had to fly to various location in the us to work. Because of not being able to sit for extended periods of time, I cannot get to work either. In 2007, I had the right hip replaced with the same type of prosthesis. The pain is not as bad and there is no squeak on the right side. Dates of use: 2006 - 2007. Diagnosis or reason for use: avascular necrosis. Avascular necrosis.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. No further information is available at this time, although it has been requested. If additional information becomes available, it will be submitted in a supplemental report.